Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited two alarm types: regular "beeps", without an error message, and the alarm accompanied by the message: "no cassette, clamp tubing". The pump programming reads: flow rate 0.9ml/h, volume 50ml. The device alarmed when 30ml remained to be infused. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found cracked rear housing, and a worn dso sensor. High-pressure alarms were revealed in the event history log. Functional testing was unable to duplicate the reported problem; however, it was confirmed in the ehl. It was determined that the dso sensor was the most probable cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.